Event description:
It was reported that a patient experienced a leak on the homechoice cassette. The home patient was connected at the time of the event. It is unknown in which cycle of peritoneal dialysis therapy the reported event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.